Event description:
It was reported by the affiliate that during a laparotomy procedure, the device stopped working - there was no error tone - when trying to depress the min and max buttons the lights on machine flickered but then nothing happened. Shears were taken off and anoter ace14s opened - exactly the same thing happened. This was when dr was trying to work through omental fat and stomach wall. Harmonic was used to minimise bloodloss but this was not the case as it did not work. Not noted how case completed. No pt consequence. Two devices returning, no affiliate ref# given.